Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the device fell out not into the patients cavity. The new device was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. The visual inspection found that the polytetrafluoroethylene (ptfe) insulator and the blue shrink sleeve that holds the ptfe insulator in place were deformed. The coating on the needle tip was split. Eschar was caked on the electrode. The reported condition was confirmed. Visual inspection found excessive eschar on the electrode blade and under blue shrink sleeve. The blue shrink sleeve and the ptfe insulator were deformed. The blue heat shrink insulation holds the ptfe insulator in place. The coating on the needle tip was split and may have broken apart and disengaged. The damage to the various layers of coating indicates the device was exposed to excessive heat from either the buildup of eschar on the electrode or from using too high of a power setting on the generator. The customer did not report what power settings were used in the procedure. The investigation identified the probable root cause of the reported event to be user exposing the electrode to excessive heat either by using too high of a power setting on the generator or by allowing excessive eschar to build up on the electrode blade and under the blue shrink sleeve. The instruction for use (IFU) states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.